Manufacturer narrative:
No injury was reported and the unit was removed from service. A steris service technician arrived on-site and identified the unit was repaired by the user facility biomed technician prior to his arrival. The user facility biomed re-secured the ems mounting hardware and returned the unit to service. The steris service technician tested the unit and confirmed it to be operating according to specification and securely mounted into the ceiling. The unit has been in service for over 11 years and maintenance is conducted by a 3rd party service group. The unit was returned to service and no additional issues have been reported.

Event description:
The user facility reported that the mounting hardware on their equipment management system (ems) became loose during a patient procedure. The unit did not detach from the suspension tube. A procedure cancellation was reported.